Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). The damage found in the received sample is not related to the manufacturing process.

Manufacturer narrative:
(B)(4). The product lot / serial number was not provided therefore the device manufacture date is unknown. Additional information has been requested.

Event description:
It was reported that during patient use, a tracheostomy outer tube was warped, and the inner cannula would not fit inside the outer cannula. The tube was then exchanged for a new device. There was no patient harm as a result of this event.